Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the porximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and lead were returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died approximately one year post the implant of the ipg and lead. Cause of death has been requested and not received.